Manufacturer narrative:
Pt info: unk. This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -6.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to glare/haloes and blurred vision. It was reported that the problem was resolved after explanting the lens.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).